Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-19558. It was reported, the pt's ipg locket site is bleeding. The physician believes one of the stitches may have opened. The pt was told to keep the incision covered with a clean dressing and prescribed more antibiotics. The pt also reported feeling shaky and nervous when the stimulation is on. The feeling stops when the stimulation is turned off. The pt was directed to keep the stimulation at a lower level.